Event description:
The pt received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the pt had failed to recharge the ipg and use the stimulation shortly after being implanted. The pt is implanted with a new ipg and stimulation was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.